Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the photograph that was provided for investigation. The photo showed the insyte autoguard needle, which was fully retracted within the safety shield. The complaint of a plastic component within the catheter adapter was confirmed. The non-foreign plastic component was positioned within the adapter during assembly and is used to open the blood control valve when a connection is made at the catheter adapter. The original position of the actuator in relation to the adapter could not be determined as the provided photo showed the actuator separate from the catheter adapter. It was reported that the actuator was inside the adapter and blocking attachment; however, it could not be confirmed from the photo that the actuator prevented a proper connection. The complaint that a connection could not be made could not be confirmed from the photograph. No damage or defects associated with the manufacturing process were identified on the catheter adapter, luer threads, actuator, or any part of the insyte autoguard device. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte augoguard bc needle did not retract. The following information was provided by the initial reporter: there were also other occurrences during the same shift where these particular gage IV's were sticking and not retracting as they should.